Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.